Event description:
Initial info was received from a nurse to a sales representative on (B)(6) 2012: a pt of unk age and sex initiated treatment with poly-l-lactic acid (sculptra aesthetic) (no lot number or expiration date was provided) on (B)(6) 2012 for an unk indication. The nurse reported on (B)(6) 2012 the office is reporting the pt came in with a 6mm granuloma on the chin area and the physician injected it with triamcinolone acetonide (kenalog). It was reported the pt is coming back into the office this week. No medical history or concomitant medications reported. No further relevant info was reported.